Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received inappropriate shocks after the tip of the electrode eroded through the patient's skin. This occurred six months after the implant procedure. The physician suspected the patient had an allergy or some type of reaction to the absorbable suture material; infection was also considered. It was later decided that the electrode would be repositioned. After the revision procedure, automatic set-up was performed and the device picked the secondary vector. Two to three days later the patient received another inappropriate shock. The patient was brought in for troubleshooting to evaluate the morphology changes at higher heart rates, and the alternate vector was found to be best. The device and electrode remain in service. No additional adverse patient effects were reported.